Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on anterior side assessed, as fold flaw opening. Additional observations: wear abrasion is observed, creases are observed, yellow particles on device inner surface are observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, left side deflation. Healthcare professional confirmed, left side deflation. Device was explanted.

Event description:
Device was explanted.

Event description:
Patient reported left side deflation. Healthcare professional confirmed left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.